Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during breast implant exchange, the thread separated from the needle. Another device was used to resolve the issue in order to complete the case. There was no patient injury.